Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a station went offline. A field service engineer determined that the issue was related to the site's it infrastructure, specifically a dead network port in the wall. The field service engineer referred the issue to the site's it department for resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was offline. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.